Event description:
It was reported that the patient underwent a stenting procedure with placement of a 7-10 x 40 mm acculink carotid stent in the right internal and common carotid artery. Post procedure, the patient experienced an episode of hypotension, with left sided facial droop and numbness. Medication was administered and the condition resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypotension and neurological deficit dysfunction are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.